Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site was saving and reusing its ear, nose throat (ent) instrument trackers due to back order. They had an issue today verifying fusion instruments as none could be seen/tracked by the electromagnetic (em) breakout box. The manufacturer representative (rep) believed it was from the old instrument tracker as all em components on two navigation systems worked properly. It was also noted that so did the non-invasive patient trackers (nipts) used in each case, but the old instrument tracker only worked intermittently. It was indicated that there was likely a connection issue somewhere along its cord/plug-in (not a port issue.) It was noted that the site was aware of this. It was reported that the reported issue did occur during a procedure. While troubleshooting, the manufacturer representative (rep) realized that the issue resulted from reusing a used ent instrument tracker when it is a single-use product. The em components worked well, the non-invasive patient tracker (nipt) and em pointer tracked without issues, there was no metal interference, and all ports worked. The used tracker would only work intermittently. However, it was noted that this is not a product issue because the instrument tracker is a single-use product and worked fine when it was used the first time. The site did not want to open a new tracker at the time because they only had one left due to back order. The site was aware that this issue was caused by using the disposable instrument tracker. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Device evaluated by MFR: no products have been returned to medtronic for analysis. (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.